Event description:
Reporter requested a log review for a suspected over infusion of versed. Event details were reported as follows: dir of biomed called to report that a coronary care unit (ccu) pt may have received an over infusion of versed and would like a log review done. The assistant chief of nursing reported that the medication was given via a primary infusion, 75 mg in a 75 cc bag, and ordered to run at 40 cc per hour. The nurse reported that the pt was experiencing delirium tremens and required a high dose of versed. The nurse stated that the medication went in too quickly over an hour. The pt was already on a ventilator, but required add'l monitoring and blood pressure checks. The pt remained stable and did not require any add'l treatment at the time of the report. He remained in ccu. Customer states no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device(s) has been received and the eval is pending. A f/u report with failure investigation results will be submitted once the eval has been completed.